Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3.5 months after the dental implant was placed in ada site 13 in the patient's mouth, the implant did not achieve osseointegration. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.